Event description:
During a laparoscopic cholecystectomy, the surgeon used the er420 to clip the cystic duct. Two or three clips were applied to an otherwise normal cystic duct, the subsequent clips would scissor around the duct. When dry fired, the clips would scissor. The device was from an ftr82 kit. An individually packaged er420 was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: misaligned jaw legs. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with misaligned jaw legs. The intrument was cycled, fed, and scissored the clips due to the misaligned jaw legs. No conclusion could be reached as to how this damage occurred. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly.